Event description:
Customer alleges discrepant results with meter compared to lab: patient: #1, date: (B)(6) 2011, inratio: 2.3, lab: 1.81. Patient: #2, (B)(6) 2011, 2.4, 1.86. The nurse states that they are testing patients strictly with deep venous thrombosis only on coumadin.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test results with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.3, reference: 1.81, mean: 2.06, confidence limits: 1.3-2.7, result: pass. (B)(6) 2011, 2.4, 1.86, 2.13, 1.4-3.1, pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As reviewed on (B)(6) 2011, 1 discrepant results complaint was reported for lot #251114 yielding a complaint rate of 0.000%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.